Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital following a syncopal episode. It was reported that the patient was out of town at the time of the episode and was seen at an unknown hospital and the device was interrogated. Subsequently, the patient presented to the clinic for a routine follow up and the health care professional (hcp) wanted to review the episode electrogram (egm), however, the arrhythmia logbook only contained the most recent episodes. Boston scientific technical services (ts) that following the interrogation the episodes are erased from device memory. The cause of the syncope is unknown at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.